Event description:
The bench technician found no audible sound coming from the speaker. No patient involvement.

Manufacturer narrative:
The actual device was returned to philips bench where the technician confirmed the reported no audio issue. Testing of the device found the speaker malfunctioned and the wire was broken off. The speaker which malfunctioned was found to be a non-philips product and was repaired in the field with by an unauthorized philips personnel. On page 2 of the instructions for use users are warned that modifications should not be made to this device without explicit approval from philips. No malfunction of philips device.